Manufacturer narrative:
Based on the information provided, review of the surgical technique manual, IFU and fmea, there is no indication of device failure and no indication that the device was out of specification. The most probable root cause could not be determined conclusively but the hairline fracture may have played a part in the pain complaints.

Event description:
In (B)(6) 2015, the patient underwent a right side si joint arthrodesis where three implants were placed. The patient did well initially following the surgery but presented many months later with right side pain complaints. X-rays at the time showed a very small hairline ilium fracture near the most caudal implant. In (B)(6) 2015, new x-rays showed that the fracture appeared to be growing bone and mending. The surgeon recommended that the implant be left in place but the patient insisted that the implant be removed. In late (B)(6) 2015, the surgeon performed a revision surgery where he removed the caudal implant. The status of the patient following the revision surgery is not yet known.